Event description:
The patient was undergoing a medical procedure in the left internal carotid artery (ica) using a neuron select catheter 5f (5f select). During the procedure, the physician placed a non-penumbra sheath in the left ica over a 5f select and a non-penumbra guidewire without issue, though there was slight resistance, and it was reported there was slight tortuosity in the vessel. The physician then removed the 5f select and upon fluoroscopy, it was noticed that the tip of the 5f select was still on the screen. At that point, the physician inspected the 5f select on the back table and noticed that the entire black tip was missing. After multiple passes with vascular retrievers, the broken 5f select tip was removed from the patient without incident. The procedure was successfully completed by placing a carotid stent. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned device was fractured approximately 124.0 cm from the hub, at the distal catheter joint. The device also had a kink approximately 125.0 cm from the hub. Conclusions: evaluation of the returned 5f select revealed a fractured device. If the catheter is forcefully retracted or torqued against resistance, damage such as a fracture may occur. Further evaluation revealed a kink on the distal fractured length of the device. If the distal segment of the device became pinned, this kink damage may occur, and it may contribute to resistance when retracting the device. The vascular retrievers may have also contributed to the kink damage. The non-penumbra sheath was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the left internal carotid artery (ica) using a neuron select catheter 5f (5f select). During the procedure, the physician placed a non-penumbra sheath in the left ica over a 5f select and a non-penumbra guidewire without issue. The physician then removed the 5f select and upon fluoroscopy, it was noticed that the tip of the 5f select was still on the screen. At that point, the physician inspected the 5f select on the back table and noticed that the entire black tip was missing. After multiple passes with vascular retrievers, the broken 5f select tip was removed from the patient without incident. The procedure was successfully completed by placing a carotid stent. There was no report of an adverse effect to the patient.